Event description:
Although the ave stent is not indicated for treatment of saphanous vein bypass graft lesions, the physician deployed a 4.0mm diameter x 30mm length ave micro stent ii in a bypass graft to the diagonal coronary artery. The lesion was predilated with a 4.0mm diameter ptca balloon prior to stent placement. Upon deployment of the stent and inflation of the stent delivery system balloon to 15 atms., which exceede "rated" burst pressure of 9 atms., the balloon burst within the stent. Resistance was felt by the doctor during removal of the stent delivery balloon from the stent due to the "bural" condition of the balloon and it was noted that there was a "gold markar band" remaining within the deployed stent. The pt became unstable and required resuscitation. The pt was than sent to surgery for removal of the balloon material, which occluded the large vessel. There was no additional clinical sequelae reported relative to the event.